Event description:
It was reported that the user received an insulin set expired alert and, during the subsequent supply change, encountered repeated unable to proceed errors during fill tubing that were resolved after performing the supply change with new supplies, consistent with a complete blockage associated with the tubing component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem during the procedure and a device problem consistent with complete blockage localized to the tubing. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.